Event description:
It was reported that during the course of a brain tumor removal procedure, the sonopet frequency alarm was activated, preventing the unit from working. After troubleshooting attempts, the unit was unable to be reset; therefore, an alternative method was used causing a total delay to the procedure of 40 minutes. No medical intervention was reported with this event. The procedure was completed successfully. Attempts are still being made to obtain further information regarding this event.

Manufacturer narrative:
The lot number was documented after the device was received at the manufacturing facility for service evaluation. During failure analysis, the reported event of the device displaying a frequency annunciator, which caused a delay in surgery, was duplicated during service evaluation. Upon inspection, it was found that the release pin on the irrigation pinch valve assembly of the sonopet console, listed as a concomitant product, was missing as it had been removed. Per the instructions for use: upon initial receipt and before each use, operate the equipment and inspect each component for damage. Do not use if damage is apparent. Do not modify any system component or accessory. Damage to the console can cause a frequency annunciator.

Event description:
It was reported that during the course of a brain tumor removal procedure, the sonopet frequency alarm was activated, preventing the unit from working. After troubleshooting attempts, the unit was unable to be reset; therefore, an alternative method was used causing a total delay to the procedure of 40 minutes. No medical intervention was reported with this event. The procedure was completed successfully. Attempts are still being made to obtain further information regarding this event.